Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was isolated to a defective u500 digital signal processor on the computer/analog board, causing 3.3v and 1.8v to short to the ground and f600 to become open. The root cause for the defective u500 processor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.